Manufacturer narrative:
One device was received for evaluation for the complaint that device had been over-occluded, confirmed through, dso test. There was no 12-month service history during the review. The visual and functional testing was performed. The probable root cause was the faulty dso sensor. After replacing the parts, the unit passed all testing criteria.

Event description:
It was reported that the device had been over-occluded. It had failed pm testing beyond hp¿s extent of repairs. The device had beeped intermittently while running, and high-pressure alarms had been triggered when it was turned off and then turned back on. The event occurred during testing.